Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was replaced due to observations of high out of range shock impedance measurements greater than 125 ohms and the inability to pace, though pacing therapy was noted to not be required. The lead was observed to be in a tight twisted coil upon inspection and was ultimately cut, surgically abandoned, and replaced. No additional adverse patient effects were reported.